Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the ER staff experienced a bulge in the silicone segment when initiating an unspecified infusion. Although the customer responded that there was no patient harm, there was no further event details provided .

Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was confirmed. The as-received set sample was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components visual inspection of the set noted slight bulging of the silicone segment in the area directly underneath the upper fitment. Further handling of the silicone segment area noted it felt softer/weaker as compared to the rest of the silicone segment. Functional testing resulted in no ballooning in any clamped testing but has been replicated in unclamped testing when the silicone segment had been visually observed to be compromised (from previous ballooning). The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the ER staff experienced a "bulge" in the silicone segment when initiating an unspecified infusion. Although the customer responded that there was no patient harm, there was no further event details provided.